Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: dye test: they were in place. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines/headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), uterine pain ("uterine pain"), fatigue ("fatigue"), medical device discomfort ("injury(ies) or complication(s) please describe: it hurts every tine I sit down - they feel like they are pulling through my skin") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain/loss: weight gain and loss") and weight decreased ("weight gain/loss: weight gain and loss"). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, tooth disorder, dysmenorrhoea, dyspareunia, uterine pain, fatigue, weight increased, medical device discomfort, weight decreased and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, medical device discomfort, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: date of insertion: (B)(6) 2009. Essure worsened a previously existing injury/condition. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: case become serious incident. Surgery information was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.